Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Event description:
Additional information received that the malfunction occurred during the start of a therapeutic gall bladder procedure. The procedure was delayed by 30 minutes while the patient was on general anesthesia. The intended procedure was completed with the same device with considerable difficulty. No reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction with information inadvertently left out (b3, e2, and e3) and to provide an update to field (h3). The device was evaluated by olympus, and the air pressure failure was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the reported event could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflation exhibited does not reach the set pressure. The issue occurred during a procedure for an unspecified procedure. There were no reports of delay, patient harm, injury, or death.